Event description:
It was reported that the screen on the customer's pump turned gray, affecting their ability to interact with and read the pump display. There was no adverse impact to the customer's blood glucose level, as the levels were not above 500 mg/dl or below 54 mg/dl. To resolve the issue, technical support arranged for a replacement pump to be sent to the customer, who will use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery. The customer was instructed on storage mode procedures for the faulty pump and agreed to return it to tandem using a provided pre-paid label.